Manufacturer narrative:
Arjo was notified of an event with involving a concerto basic shower trolley. It was indicated that a patient fell from the device as the horizontal lever was damaged and the stretcher could not be locked properly. No more information regarding the event circumstances and the patient's injuries was disclosed by the facility. The device inspection performed by the arjo representative revealed that the horizontal lever was damaged. No other malfunction was found. Horizontal lever represents a special attachment responsible for holding the stretcher in a horizontal position for transport or in a slightly tilted position when there is a need to fill the mattress with water and drain it. It was indicated that the spring in this lever lost its functionality and that the stretcher cannot be locked. Based on the product knowledge and the device construction, the lever has no impact on the locking mechanisms in the device. The concerto shower trolley is equipped with two types of locking mechanisms: - tilt mechanism - the function of tilting the stretcher for cleaning purposes - and side support locking mechanism - responsible for keeping the side supports raised to secure the patient on the device. There was no indication that one of these locking mechanisms had unlocked and resulted in the patient falling out of the device. As the facility did not disclose more information regarding the event circumstances, it was not possible to establish the root cause of the event. No product failure was identify that would explain the customer allegation. The arjo device was being used for the patient handling at the time of the event and, from this perspective, played a role in the event. The device did not meet its specifications, as a malfunction was found, however it was not related to the customer's allegation. This complaint was decided to be reported to the regulatory authorities due to indication of a patient fall.

Event description:
Arjo was notified of an event with involving a concerto basic shower trolley. It was indicated that a patient fell from the device as the horizontal lever was damaged and the stretcher could not be locked properly. No information regarding the patient's injuries was disclosed.

Manufacturer narrative:
The device was taken out of service and inspected by an arjo representative. According to the results of the inspection, the horizontal lever (locking mechanism) responsible for the device's tilting function was damaged. The spring lost its functionality. The investigation is on-going and further information will be provided in the next report.